Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips that the device failed the leads ECG segment of the user initiated operational check (opcheck). There was no patient involvement.